Manufacturer narrative:
(B)(4). Concomitant medical products: unknown kirschner head, unknown cup, unknown stem. Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02567, 0001825034-2017-02653, 0001825034-2017-02655.

Event description:
It is reported that the patient underwent a hip procedure on an unknown date. Subsequently, the patient is indicated for revision. No revision has been reported to date. No other information is currently available.